Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. The logs were provided and after evaluation, a potential main board malfunction was concluded. As a precautionary measure to minimize the risk of recurrence, tech service recommended replacing the main board. A quote was provided, but no response or purchase order was received from the customer. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported the bellavista was in use on a patient in bilevel mode, the screen turns blue with a message. No patient harm.